Manufacturer narrative:
Concomitant medical products: product ID: 3708760, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 3389s-40, lot# va0fnb4, implanted: (B)(6) 2015, product type: lead. Product ID: 3389s-40, lot# va0cv31, implanted: (B)(6) 2015, product type: lead. Product ID: 3708760, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. (B)(4).

Event description:
A manufacturing representative reported that during an initial programming session, high impedances of greater than 40,000 ohms were measured on contact one. The patient was unable to receive therapy using contact one. The patient's indication for use is parkinson's dual and movement disorders. A revision was done on (B)(6) 2015 and the lead was disconnected from the extension and then reconnected. An impedance test was done and the impedances were still greater than 40,000 ohms on contact one. The implantable neurostimulator (ins) pocket was opened and the extension was disconnected and then reconnected. Another impedance test was done and all impedances were within range. The issue was resolved at the time of this report.

Event description:
Additional review determined this event was also reported in MFR report # 3004209178-2015-17165. Any additional information received will be reported in MFR report # 3004209178-2015-16582.